Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) instruct the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage. The angio-seal device instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) states that if pts have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries >5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.

Event description:
It was reported that on (B)(6) 2010, an angio seal was deployed in the pt's right femoral arteriotomy following an angiogram. The pt was medicated daily with heparin (dosage unk) due to a mechanical valve implant; however, it was discontinued prior to the procedure. The physician first used a mynx vascular closure device due to the presence of disease, but hemostasis was not achieved. The physician then deployed the angio-seal device. During the deployment, the physician noted there was more deployment force than normal. The physician chose to use the angio-seal device for closure because due to the pt's risk of stroke, he wanted to be able to restart the pt's heparin immediately post procedure. The pt underwent coronary artery bypass graft (CABG) surgery on (B)(6) 2010 due to a failed clip. Two after the first CABG, on (B)(6) 2010 (exact time unk); the pt developed a cold leg and compartment syndrome, but had been asymptomatic up to that point. The pt went to surgery. During endarterectomy, the vascular surgeon discovered that the angio-seal was located between the common femoral artery and the external iliac artery. The physician believes that during the CABG, while the pt was on the pump, it caused a drop in pressure and flow to acerbate the vessel occlusion. The pt then died.